Manufacturer narrative:
Product event summary: at analysis the customer comment that the programmer needed calibration was not confirmed. It was noted that the programmer would not power up, that the keyboard latch was broken and the system fan was noisy. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.